Manufacturer narrative:
The patient stated that his condition from pre-existing conditions is further deteriorating from severe stenosis, arthritis, pars defects, rsd, and crps. He continues to lose weight, and all of his extremities are painful to touch, and he cannot wear the device without having pain due to the progression of his underlying condition. The patient stated that he has been receiving pain relief with no issues. However, due to his prior underlying conditions, he would like to get the leads explanted. The patient is following up with the implanting clinician to get the explant scheduled. Based on this information, the new pain was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the new pain as it relates to stimwave product/procedure is no problem found.

Event description:
On (B)(6) 2021, the patient reached out to the clinical representative, reporting that an explanation had been requested.